Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 11/13/2019.

Event description:
The customer reported getting a light emitting diode alarm error. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The field service engineer performed an evaluation and confirmed the reported problem. The unit had a yellow led alarm, generating an alarm led failed error code.

Manufacturer narrative:
MFR received date: 03 feb 2020. The field service engineer replaced the power management board to resolve the issue. Performed verification and functional tests per manufacturer's specifications in which the unit successfully passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.